Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported worsened mr was a cascading event of the reported slda. The reported dyspnea was a cascading event of the reported worsened mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3 functional mitral regurgitation (mr). One mitraclip was implanted and the mr was reduced to grade 1. On (B)(6) 2024, the patient returned with dyspnea. The mr was worsened at grade 3-4. The clip was only attached to the anterior leaflet and may have been detached from the posterior leaflet or only attached to the posterior chordae. A single leaflet device attachment (slda) occurred. A second clip intervention was performed and one clip was implanted. The mr was reduced to grade 2. There were no adverse patient sequelae and the patient was stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.